Event description:
Patient was revised to address loosening of the metaglene component and screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records were not provided. Provided information states, the glenosphere pulled out of the bone. Provided information marked on the device experience report is marked that the products were not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.